Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator on (B)(6) 2017. It was reported that the system was explanted on (B)(6) 2017 due to a post-operative infection. No environmental factors were noted to have contributed to the issue. There were no diagnostic or troubleshooting steps taken. The issue was resolved as of (B)(6) 2017. There were no further complications reported or anticipated.